Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the reservoir had air bubbles. The customer¿s blood glucose was 85 mg/dl at the time of the incident. Customer states that she was changing her set last night and there was an issue were the plunger was going back in the reservoir and causing a lot of air bubbles. During troubleshooting, the customer does not have a reservoir plunger available. The customer was advised to change the set. The reservoir will be returned for analysis.